Event description:
It was reported that the footswitch stuck. It was reported that the maestro 4000 footswitch stuck during the procedure. The procedure was complete by switching out the part, no patient complications were reported.

Manufacturer narrative:
The foot guard was in overall good physical condition. Strain relief guard over cord was in good physical shape. A few small chips to the paint of metal guard was found. No damage to cord insulation jacket. Pedal presses down evenly with normal clicking sound. Connector to maestro is in good physical shape. Pins straight and grounding shield intact. Using an ohm meter the foot switch was placed on the floor and activated. The switch turned on off with no issues. The cord was pulled and flexed along the length and near the connector and pedal strain relief. No issues observed.

Event description:
It was reported that the footswitch stuck. It was reported that the maestro 4000 footswitch stuck during the procedure. The procedure was completed by switching out the part, no patient complications were reported.

Event description:
It was reported that the footswitch stuck. It was reported that the maestro 4000 footswitch stuck during the procedure. The procedure was complete by switching out the part, no patient complications were reported. Device evaluated by manufacturer - the foot guard was in overall good physical condition. Strain relief guard over cord was in good physical shape a few small chips to the paint of metal guard was found. No damage to cord insulation jacket. Pedal presses down evenly with normal clicking sound. Connector to maestro is in good physical shape. Pins straight and grounding shield intact. Using an ohm meter the foot switch was placed on the floor and activated. The switch turned on off with no issues. The cord was pulled and flexed along the length and near the connector and pedal strain relief. No issues observed.